Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that there was protruding calcification and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received in two separate pieces. One section consisted of hub/manifold and hypotube and the other section of hypotube, shaft and balloon. A visual and tactile examination identified a complete break approximately 300mm distal to the strain relief on the hypotube of the device. Multiple kinks were also noted along the length of the hypotube. A visual and tactile examination identified multiple kinks along the length of the shaft polymer extrusion. A visual and microscopic examination identified no damage to any of the blades. All blades were present and fully bonded to the balloon material. Oxidisation was noted on the blades. The balloon was unfolded which indicates it had been subjected to positive pressure. Due to the break in the hypotube it was not possible to inflate the balloon material. The kinks identified on the shaft also prevented liquid from being manually injected into the balloon material. A visual and microscopic was performed on the balloon material and no holes or any tears were identified in the balloon material. The investigator then submerged the balloon material into water a palpated the material and observed for any bubbles escaping from the balloon material. The presence of bubbles indicates a perforation in the balloon material. During this evaluation no bubbles were noted escaping from the balloon material. No issues were noted with the balloon material. A visual and microscopic examination identified no damage or any issues with the tip or markerbands of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was further reported that the break issue occurred outside the patient¿s body.